Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported almost a month later that the patient has the possibility to change all the parameters; so no fixed amplitude, rate, or pulse width. Adaptive stimulation was being used. Interrogation with the clinician programmer was done, no obvious problem could be seen. Impedances were checked, reaching from 2,200 to 2,600 ohms. No historical impedances were available. It was noted that mdt data has been collected but no report link was available to transfer date from the clinician programmer to pc, this will be solved in the near future. The cause of the ins turning on unexpectedly was not known,still a mystery. The patient was receiving effective therapy and very happy with the system. The patient was using the therapy on a daily basis.

Event description:
A health care provider (hcp) reported via a manufacturing representative (rep) that the patient had experienced the implantable neurostimulator (ins) spontaneously turned on at four occasions during the night during the last week. The ins turned on at almost the same time every night. The patient stated the ins had been turned off during these events. The stimulation amplitude had increased to an unpleasant level during the events. The patient experienced an unpleasant sensation when the ins started by itself. The patient also experienced that the ins had been locked with no possibility to get a connection between the ins and patient programmer. Approximately a year prior to this report, the patient fell on the ins. Up until the time of this report, the patient's therapy had worked well. No diagnostics or troubleshooting had been done yet and no actions or interventions had been taken. No surgical intervention occurred but unknown if planned. The issue was not resolved at the time of this report. The patient was alive with no inju ry. Note the ins was implanted in may 2014. Three days later the rep reported that together with the responsible nurse, they were planning a meeting with the patient, but no date set yet. No further information was available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.